Event description:
Pseudoseptic reaction [inflammation[] bilateral knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6), with osteoarthritis of knees. The patient's medical history was significant for smoking. On an unspecified date, the patient initiated treatment with synvisc one injection (dosage regimen not provided) in both the knees. On an unspecified date, the patient experienced pseudoseptic reaction. It was reported that the patient had good pain relief in first week, then developed bad pain for 2 weeks, then the pain went away and the same time the patient's knee became very swollen, tense and warm. On an unspecified date, the patient had 50 cc of cloudy fluid pulled off from each knee (bilateral knee effusion). It was reported that the patient received 1 cc of steroid in each knee. It was reported that the patient's three day culture were negative for infection. The patient recovered from the event of pseudoseptic reaction and the outcome for the event of bilateral knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of pseudoseptic reaction and bilateral knee effusion was not provided. The reporting physician did not provide the relationship between synvisc one and the events of pseudoseptic reaction and bilateral knee effusion.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.